Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 26 mm transcatheter bioprosthetic valve, the valve did not stay fixed in the annulus and dislodged into the ascending aorta. The physician stated that the guidewire or nose cone could have pulled the valve up. A 29 mm valve was implanted successfully. No additional adverse patient effects were reported.